Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that was experiencing high blood glucose of 546 mg/dl. Customer declined troubleshooting for high blood glucose. Device return is not indicated.